Event description:
It was reported that a visions pv .014p rx catheter was used in a peripheral procedure. During loading of the catheter onto a non-philips guidewire, the catheter became stuck, and both were removed as a system. The procedure was completed with another visions catheter. No patient injury reported. This product problem is being submitted because the visions catheter and guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a3b, & a4-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned for evaluation, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks a2, a3b, a4-6: patient information provided. Blocks d9 & h3: the visions catheter was returned for evaluation. Block h3: the visions catheter was returned without the non-philips guidewire. Microscopic inspection found a damaged distal tip. No functional testing performed. Block h6: the probable cause of the catheter becoming stuck on the guidewire could not be established since the non-philips guidewire was not returned with the visions catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.